Event description:
It was reported that the patient with this implantable pacemaker had a heart rate of 49 beats per minute (bpm). The patient stated that the device was intended to be set at 60 bpm. Additionally, the patient reported experiencing pain for two to three weeks following the surgery. Although the pain has since resolved, the patient reports not yet feeling fully well. As of this time, this pacemaker remains in service. No additional adverse patient effects were reported.